Event description:
Procedure: low anterior resection. According to the report: anterior resection for diverticular abscess. The customer reports that the anastomosis was performed by a double stapling technique. Insufflation test was negative and donuts were intact. One week postoperatively, the anastomosis dehisced, there was perforation and a colostomy was performed. It was reported that the pt was not reintubated and that there was no blood loss. The pt recovered. There was no sample available for evaluation.